Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer requested to reimage the station to version 1.11. A field service engineer (fse) addressed an upgrade issue where version 1.11 repeatedly stopped at ¿completed: 8 of 16 ¿ setting the login for application user.¿ after an attempted repair that failed at the same point, the fse reimaged the system to v1.11 and performed database synchronization to the server. The sync status was verified as completed successfully. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had user was unable to access the station due to login failure request was made to reimage the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.